Event description:
While doing radiofrequency ablation to liver lesions, it was discovered that the pt received burns to the skin at the insertion site of the rfa probe. Upon examination, it was noted by md that the insulation of the probe shaft was cracked. The probe was immediately removed from field. Burn was excised at the end of the case. The first two probes use caused a "crackling" sound and were found to have a crack in the insulation. Product rep from rita was contacted along with product rep for the aloka ultrasound machine.